Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer was out of specification electrical and it had a "loss of communication" error. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not load software. The data drive disk was run and when software load was reattempted, an error code occurred. The programmer was returned for service. There was no patient involvement. It was further reported that the analyzer tested out of specification during manufacturer's analysis.